Event description:
The following information was previously reported in MFR report # 3004209178-2013-07566, and any additional information received will continue to be reported in this MFR report: ¿it was added that the patient had a revision in (B)(6) 2013. The right implantable neurostimulator (ins) was reportedly repositioned due to thinning of the skin over the ins.¿

Manufacturer narrative:
Concomitant: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).